Event description:
Dr reports "loss of implant after crown delivery". Trauma to face or jaw - pt broke tooth #14 while eating. Biomechanical overload/stress-pt has history of breaking his own teeth when chewing.